Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "no shock advised" on a rhythm believed to be shockable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4) for evaluation and the device was found to perform to specification. The ECG data from the event was returned and evaluated. This analysis result returned a finding of a non-shockable rhythm and appropriately resulted in a no shock advised determination. Our conclusion is the device worked as designed and performed within the limitations and technology available. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device prompted a "no shock advised" on a rhythm believed to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.